Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms. The reported symptom was not reproduced during evaluation due to a reload set message. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.